Manufacturer narrative:
The device was returned to the manufacturer and it was found that the decorative screw in the back of the device came out. The device was repaired and returned to the customer.

Event description:
It was reported that the screw in back of the handpiece came out during a procedure. There were no reports of the screw falling into patient. An available backup was used to complete the case with no delay. There were no reports of adverse consequences associated with this event.